Event description:
Biomed advised speaker malfunction inop shows every time the unit is powered on & gives no tones or sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
Biomed advised speaker malfunction inop shows every time the unit is powered on & gives no tones or sound. The device was not in use on a patient at the time of event, there was no adverse event reported.